Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided information on how to reset the pump and assisted the customer in doing so, with no recurrence of the malfunction code after the reset. The customer was advised to monitor the pump and contact support if issues reappear, and they acknowledged this guidance and understood the instructions.